Event description:
Reporter stated that patient had been receiving elevated blood glucose results, while using the suspect device, for the past week. Reporter indicated that, after consulting with their physician, the patient had increased their dosage of oral diabetic medication. Patient sought treatment for hyperglycemia, at the hospital, after obtaining a blood glucose result of 586 mg/dl. Upon their arrival in the hospital, patient's blood glucose meeasured 70 mg/dl. No treatment was received. Reporter stated that, at the time of the event, patient's device was coded incorrectly and their test strips were expired. Additionally, controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.